Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy and flickering image was a defective charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the image of the gastrointestinal videoscope had noise and was flickering. There was no patient involvement.